Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose of 33 mmol/l. Customer stated that high blood glucose was due to occlusion in the set and a set change resolved the high blood glucose. Customer declined troubleshooting as issue was resolved. Insulin pump will be returned for analysis.